Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 30mm annuloplasty ring, an echocardiogram revealed systolic anterior motion (sam). The ring was explanted and replaced with a 34mm annuloplasty band. No additional adverse patient effects were reported.